Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, compliant information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap. Chole procedure the device fired one time and then stopped firing. Another device was used to complete the case with no patient consequence. One device to be returned.